Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to ensure the customer was able to resume delivery successfully, however no response was received.